Event description:
It was reported that the sponge of a minicap had an inadequate amount of iodine. The minicap was described as being dry and "the sponge was white, not brown." The minicap was not used. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.